Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 550 mg/dl. The customer's current blood glucose is 464 mg/dl. Customers other relevant blood glucose was 555 mg/dl. Customer was feeling disoriented at the time of event. The customer was treated by bolus with pump. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will be returned for analysis.